Event description:
On (B)(6) 2013, reporter contacted animas, alleging blood glucose levels up to 320 mg/dl associated with a pump power issue. Reportedly, the battery compartment was cracked and the pump failed to power on since the night before the call. The patient stated that the battery cap did not tighten properly to the pump, however, there was no trauma or moisture exposure to the pump. The patient reported being aware of the power loss issue but did not go on an alternative insulin delivery plan. As a result, the patient reportedly experienced a blood glucose excursion to 320 mg/dl with symptoms of headache, stomachache, weakness and frequent urination. This report is made based on the allegation that the patient experienced hyperglycemia associated with an allegation of a pump power issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.